Event description:
It was reported that during central processing, the mega suturecut needle driver instrument broke. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: there was no patient involvement as the instrument broke during sterilization in central processing.

Manufacturer narrative:
Based on the claim against the product by the customer noting the broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base and the broken piece was not returned. Failure analysis noted common causes of the failure mode of the broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additionally, the instrument had signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibited orange discoloration. Common causes of the corroded instrument bearings are typically attributed to mishandling/misuse due to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint regarding broken instrument tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.